Manufacturer narrative:
Conclusion: the quality records indicate that all specified characteristics (material, measurements, surface and so on) were in conformity with the requirements in force at the time of manufacturing. The investigation shows that there is no sign of material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4).

Event description:
It was reported that the patient was revised due to loosening and pain. Possible allergy of the patient.